Event description:
It was reported that the pump "won't deliver insulin when it is hot outside." There was no reported adverse impact to the customer's blood glucose level. Customer declined to further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.